Event description:
It was reported the patient was un an automobile accident last year, and no longer had stimulation. Prior to the procedure, the ipg was unresponsive. The physician replaced the ipg and it was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.